Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered appropriate shock therapy. During interrogation at follow-up, a shorted shock warning message appeared, and the impedance measurements in all the leads were low. This patient will have a device replacement procedure in the near future. X-rays were performed, and sent to technical services (ts) for review. There were no adverse patient effects reported. Subsequently, additional information was received that a device replacement procedure was performed. This crt-d was explanted, and all leads were disconnected. Direct measurements were performed using a competitor pacing system analyzer (psa). All measurements were normal, and stable. A new device was implanted, and measurements were taken with all the leads connected. Measurements again were within normal range. It was noted that the right ventricular (rv) pacing impedance has declined over the past year from about 600 ohms 384 ohms. Ts reviewed a save to disk, and discussed the shock warning message was delivered due to a less than 20 ohm shock impedance measurement. Since then, the daily shock lead impedance measurement has been between 14.3 to 16.4 ohms.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, initial inspection found no irregularities. Review of the memory log revealed normal shock impedance measurements in (B)(4) 2011, and then a shorted shock lead fault was displayed in (B)(4) 2011. Interrogation with the programmer confirmed that the device had low impedance measurements for all the channels. External shorting of the lead(s) during a charge is known to cause internal damage. However, no further analysis was performed.